Manufacturer narrative:
Based on the sales history of the facility where event occurred during the possible time frame when the product was purchased, the product could have been 1 of 3 lot numbers. Records of all those lot numbers were checked, and no other complaints for this defect have been received. Due to the passage of time, no other products with those lot numbers are available for examination.

Event description:
Patient had a peritoneal dialysis catheter placed in approximately (B)(6) 2009 without problem. The catheter was removed in (B)(6) 2010. In (B)(6) 2010, patient developed spontaneous appendicitis and had an appendectomy. During the operation, the physician noticed adhesions of both bowel and omentum up to the anterior abdominal wall, and in the upper right quadrant, there was a palpable tubular structure noted, and it was removed. It was suspected to be a piece of plastic tubing from the introducer used in the catheter placement in approximately (B)(6) 2009.